Event description:
During a maxilar surgery, while molding the plate with the indicated instrument, the plate broke.

Manufacturer narrative:
During the adaptation to the anatomy of the pt, the plate was broken off/cropped by medical instruments. A fixing hole was cut through one side. The strong damages caused by medical instruments led to a local strain hardening / embrittlement of the plate and weakening of the cross section and favored the failure of the plate. Indications for material or manufacturing related problems were not found in this investigation.